Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) was confirmed. As received, the belt failed incoming functionally testing. Upon investigation, the rear pulse wires were not soldered together inside the distribution node. The cause of the failure was the open solder joint. The root cause of the open solder joint was an assembly error. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages.